Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, the "cutter did not rotate and the motor device did not work".

Manufacturer narrative:
Additional information: analysis of the returned device shows that initial functional evaluation confirmed the cutter would not turn. Visual, optical and microscopic examination of the -03 mill gear and -05 mill pinion interfacing features identified material displacement. The location and nature of the wear is consistent with instrument usage. Wear was also noted around the underside of the -06 screw, and the top of the -03 mill gear. After re-assembly, the instrument rotated without issue. After visual, optical and dimensional inspection, unable to determine root cause of the foregoing event from the available information.